Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient recently had a "kst" procedure done at the chiropractors office that involved tapping the spine and arm. They reported that had been getting this procedure done for years but the chiropractor forgot and "tapped" right over the interstim device and patient really hurt from it. They further reported that (B)(6) they experienced a return of symptoms with both bladder symptoms and bowel incontinence but noted the "symptoms weren't too bad but are starting". Patient said that they needed to rush to the bathroom. They also mentioned that the ins was implanted for bladder and bowel symptoms but also happened to help with pain in their hip and leg and now after the kst procedure, they also experienced a return of this pain. Patient did stated the machine is still working and they can still change programs. Moreover, patient believed they were due for a new ins battery because their doctor was surprised the ins had lasted this long and also noted they keep the stim settings low and doesn't change them. No further complications reported.